Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) in (B)(6) 2020. The surgeon has reported the patient now has shallow vault and small subcapsular cataracts in the midperipheral zone superiorly. It was also noted the patient is happy visually and refractive has been consistent. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) in (B)(6) 2020. The surgeon has reported the patient now had shallow vault and small subcapsular cataracts in the midperipheral zone superiorly. On (B)(6) 2022 the lens was exchanged with a longer length/similar power lens. This resolved the problem. The cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later updated that the surgeon anticipates to do an exchange in the future. Postoperative notes indicated "no subject change in vision, very small peripheral cataract". H6 - medical device problem code - 1494: off-label use (over 45yrs of age at date of implant). Claim#: (B)(4).